Manufacturer narrative:
The device history record (DHR) for lot 75ij1734 was reviewed. No anomalies were noted on the lot release paperwork. No root cause for this malfunction could be determined as the device was not returned for evaluation.

Event description:
Surgeon used stapler as intended in lap appendectomy, but staple line had bleeding, concerning for incomplete occlusion. Surgeon cauterized bleed and took additional steps to secure stapler line. She fired a 5mm adult medtronic stapler (gold tristaple reload) below the initial bolder surgical staple line. When the second staple line was fired, it pushed tissue through the staple line. She then secured the staple line with an endoloop and sent the appendix to pathology.